Event description:
While moving supplies (without touching or moving anything sharp or without corners) the gloves ripped. Manufacturer response for gloves, oat gloves (per site reporter), ongoing issue.